Manufacturer narrative:
Patient information was not reported. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella cp was aborted due to the patient's anatomy. The physician was not able place the 14 french sheath. No patient harm was reported.

Manufacturer narrative:
D2a, e2 and e3 revised as they were reported incorrectly on the initial report that was submitted. D9 updated to add device was returned and date. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Analysis summary: the returned complaint 14 french introducer was visually inspected. The end tip looked bent. No other abnormality or issue was observed. Unable to deliver or advance: the planned primary percutaneous coronary intervention was aborted due to vascular anatomy. The cause of the deliver issue was determined to be patient condition due to vascular anatomy preventing successful delivery of impella. Device history review: the complaint introducer passed all post sterile inspection checks.